Manufacturer narrative:
Evaluation summary: visual inspection of the returned manifold pump assembly was performed and confirmed the broken piston rod as the distributor noted. The defective part will be forwarded to the manufacturer, flight medical, for further analysis.

Event description:
Reportedly, the ventilator gave motor fault alarm and stopped working while in use on a pt. The pt was then ambu bagged until ambulance arrived for about 40 minutes as the pt lived in a remote area. At the hospital, the pt was switched to another ventilator. Please note that there was no permanent injury in this case. Later, the distributor examined the ventilator and found that one of the pistons rods in the manifold pump assembly was broken. He believes that this mechanical damage prevented the pump motor from rotating.